Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator and right ventricular lead exhibited non-sustained right ventricular oversensing episodes. It was noted to be a combination of myopotential oversensing and noise. On (B)(6) 2018, the patient presented in clinic and the noise was reproducible. Device reprogramming was attempted but it did not resolve the issue. On (B)(6) 2018, the lead was capped and replaced. The patient tolerated the procedure well.